Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise, and there was varying pacing impedance. The right ventricular lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also a lead fracture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Proximal conductor fractured; full lead returned and analyzed.